Event description:
It was reported that caller experienced an alarm on device but did not remember when it occurred or what message appeared. There was no reported impact to the customer¿s blood glucose level. Customer was advised by Technical Support to contact support again at the time of any future alarm so staff could provide better assistance, and customer understood and acknowledged instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.